Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed failed self-test. Customer's blood glucose level was 21 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No rf pic failed alarm was noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.